Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed what appeared to be a burn and became an open infected ulcer under the therapy pad of the lifevest equipment. The patient's physician prescribed (B)(6) pills and an antibiotic cream for the skin irritation. Follow up indicated that the skin irritation improved.